Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, rinato, bmw elite; guide cath: heartrail ii 6f jl4, 4f st01 (4f gc inserted into 6f gc). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using a femoral artery access approach during a procedure of the concentric, moderately calcified, heavily tortuous, 90% stenosed, de novo, distal, mid, and proximal circumflex artery pre-dilatation was performed with a 2.5 x 15 mm trek balloon dilatation catheter (bdc). A 2.5 x 23 mm xience prime stent was advanced to the circumflex lesion but did not cross. Using a 4 fr in a 6 fr double guide wire technique the xience prime stent delivery system (sds) was advanced across the lesion and the stent implanted. A 2.75 x 8 mm nc trek bdc was advanced for post-dilatation but could not cross the ostial circumflex lesion; during removal from the anatomy the hypotube shaft separated outside the anatomy; the distal shaft was removed form the anatomy by hand. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.